Manufacturer narrative:
Product was received for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that about three weeks post implant, this right ventricular (rv) lead was explanted due to rv septum perforation which was confirmed via an electrocardiogram. It was noted the physician extracted the device system to allow optimal patient healing from a previous revision. Product was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that about three weeks post implant, this right ventricular (rv) lead was explanted due to rv septum perforation which was confirmed via an electrocardiogram. It was noted the physician extracted the device system to allow optimal patient healing from a previous revision. Product was received for analysis. No additional adverse patient effects were reported.